Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that vasoview hemopro 2 cautery did not work. They changed the cable and power supply before opening another kit.

Manufacturer narrative:
(B)(4). The lot history record review cannot be completed. A ship history was performed to acquire the last 3 recent lots that were shipped to the event site. No accounts were found for the reported event site information. Therefore no lot history record review can be performed.

Event description:
N/a.